Event description:
The customer reported a motion error displayed repeatedly locked up the system. No patient injury reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The electronic controller for the motorized c rotation motion was replaced. The system was tested and found to be working as intended, and put back into service.